Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in the login page. The field service engineer remoted into the station and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using a pyxis medstation es system unexpectedly stopped responding and the screen was stuck in the carefusion login page. The customer stated that they were unable to dispense medications. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation system stuck with login page. The customer stated that screen stuck at carefusin screen and user unable to dispend meds. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was stuck with login page. Field service engineer remoted into the station and reboot the device to resolve the issue. The system functioned as intended.